Event description:
It was reported through remote transmission that the device was found to be in backup vvi mode. A device download was performed successfully. The patient was doing well afterwards.

Manufacturer narrative:
(B)(4).